Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The device was automatically running without the footswitch during a service evaluation at the manufacturer facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device was automatically running without the footswitch. Attempts are being made to obtain additional information from the user facility.